Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation.a review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) of the right femur on (B)(6) 2017. The patient underwent removal of one (1) 10mm titanium lateral femoral recon nail, one (1) 5.0mm titanium locking screw with t25 stardrive 48mm, one (1) 5.0mm titanium locking screw with t25 stardrive 54mm and two (2) 6.5mm titanium recon screw with t25 stardrive 100mm on (B)(6) 2018 due to post-operative pain. All the hardware was removed intact. There was no surgical delay and the procedure was completed successfully. Patient outcome was stable. This report is for one (1) 10mm lateral entry femoral recon nail-ex this is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 04.003.360s, lot# 7505782. Manufacturing location: selzach, release to warehouse date: (B)(6) 2013. Non-sterile part# 04.003.360, lot# 7505782. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that nothing new was implanted during surgery on (B)(6) 2018.

Event description:
It was reported that the patient underwent an open reduction internal fixation (orif) of the right tibia on (B)(6) 2017. The patient underwent removal of one (1) 10mm titanium lateral femoral recon nail, one (1) 5.0mm titanium locking screw with t25 stardrive 48mm, one (1) 5.0mm titanium locking screw with t25 stardrive 54mm and two (2) 6.5mm titanium recon screw with t25 stardrive 100mm on (B)(6) 2018 due to post-operative pain. All the hardware was removed intact. No new hardware was implanted. There was no surgical delay and the procedure was completed successfully. Patient outcome was stable. This report is for one (1) 10mm lateral entry femoral recon nail-ex. This is report 2 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event description updated, expiration date. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.